Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent dislodged from the stent delivery system. The target lesion was in the mid left circumflex (lcx) artery of average tortuosity. The physician was attempting to treat the 75% stenosed, calcified, lesion with a 2.5x24mm taxus express2 drug eluting stent (des) bt was unable to cross to the lesion. The physician attempted to withdraw the stent delivery system (sds) into the unknown type 6f guide catheter, but was unable to as the proximal edge of the stent appeared "flared". The physician was also unable to remove the sds and guide catheter through the unknown type 6f sheath. Then the 6f sheath was exchanged for an unknown type 7f sheath and the stent dislodged. A spasm was occurred at the location of the sheath insertion finally the sheath was able to be withdrawn and the dislodged stent was withdrawn with a snare. There were no additional patient complications reported with the patient's current condition listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.